Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that of the 2 bd alaris¿ smartsite¿ extension sets were clogged. The following information was provided by the initial reporter: the issue was a faulty spring in the bung, meaning it won't flush or give blood, this has led to IV lines being taken out unnecessarily and further stabs to patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-may-2023. H6: investigation summary two 20039e7d samples were received in opened packaging for investigation the samples were from lots 22065458 and 22065457. A visual inspection of the returned samples did not identify any obvious damage or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned devices to a 50ml bd plastipak syringe and attempting to flush with fluid; in each instance the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22065458 and 22065457 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance.

Event description:
It was reported that of the 2 bd alaris¿ smartsite¿ extension sets were clogged. The following information was provided by the initial reporter: the issue was a faulty spring in the bung meaning it won't flush or give blood, this has led to IV lines being taken out unnecessarily and further stabs to patient.